Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out on lower left corner of top case also cracked on right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer?s reported problem was confirmed. According to the investigation, positive supply bgnd test was found at power up and pump the pump went into blank screen. Further investigation found the pump main board did not operated as intended. Investigators replaced the pump main board, top case, bottom case, plunger case, and clutch spring. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had troubles within the interconnect board and the pump also had system failure. There was no reported adverse event.